Event description:
Procedure: sigmoidectomy. According to the report: half of the staples were malformed. Re-anastomosis was required to correct the issue. There was no bleeding, nothing fell into the patient's cavity and there was no tissue damage. The procedure was extended more than 30 minutes. No further patient information available.